Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced loss of communication with pump to mobile device. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was unresolved. The smart phone will not be returned for analysis

Manufacturer narrative:
Analysis summary: attempt to reproduce the issue using samsung galaxy s21 5g (android 12) device on app version 1.2.1 and pump 770g (sw 5.3) was made and it was not reproduced. During app log analysis, is was observed that the application was killed by os every ~2-3 hours which is unexpected behavior, therefore application stopped sending snapshots to carelink. The most likely cause for this could be the following: - mmm app is not in whitelist in battery optimization - 3rd party apps for clearing memory can kill the app - not enough ram memory because of games, calls, etc. - specific settings in customized os. The most of vendors modify original android firmware and they can add custom battery optimizations - an issue in os because of updating, changing settings, etc. Steps to resolve the issue were provided to technical support: a) - reinstall our app - phone settings -> device care -> tap on the battery item -> 3-dot menu > settings uncheck mmm app from this list - auto-disable unused apps. Phone settings -> device care -> tap on the battery item -> (ã¢â?â?) 3-dot menu > settings uncheck our app from this list - background restrictions. Check that phone settings -> apps -> sleep as android -> battery -> background restriction state as app can use battery in background for the apps you need to run in the background - sleeping apps. Sleeping apps menu is the sniper nest for samsung app killing policies. Make sure to follow the instructions (provided with screenshots) very carefully to prevent the apps from being killed - make sure put unused apps to sleep and auto-disable unused apps is disabled. Otherwise, samsung will put your apps back to sleep after a few days (3 by default) even if you have woken them up manually! B) - go to apps and then click the samsung app settings. Scroll to the game booster. - turn off as much as you can. Then click block during game and shut off everything. - next, in apps, find the game optimizing service - this cannot be disabled, but you can remove all permissions. - last, search apps again and find the game launcher. You can remove the permissions and then disabled it. C) - battery optimizations are hidden under each app settings section. To disable the optimization for the app, you need to expand the sub-menu, so the list reveals the apps, that are restricted. Open system settings -> apps -> your app -> optimize battery usage, expand the list, and then set the app to optimized with the toggle. We received feedback that the provided steps resolved the customer's issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
¿Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
With the additional information got to know that the issue was resolved. Hence the case was not reportable.